Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - left hip. Reason(s) for revision: component loosening, pain, noise and alval / soft tissue reaction. This is a 2nd revision scheduled to take place at sandton mediclinic with dr (B)(6). The original implant date is (B)(6) 2006, (B)(6) hospital, (B)(6), dr. (B)(6). The first revision took place on (B)(6) 2007 at (B)(6), dr. (B)(6). Update 10 july 2015: update reasons for revision to include osteolysis and to confirm the loosening component is the cup. The surgeon (dr (B)(6)) has confirmed that no stem was used during the 1st revision in 2007. He has also confirmed that no product stickers are available. First revision details are recorded in (B)(4). Taken from query 2 reply 9 july 2015 (pd (B)(6) 2015). Update 11 aug 2015: new revision date confirmed by (B)(6) - (B)(6) 2015, see update. Sm (B)(6) 2015.